Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface, and is essentially/non-eluting.

Event description:
The following was reported to gore: the physician had left common femoral artery(cfa) access and wanted to go up and over to the right to treat the external iliac artery. The physician attempted to bareback a 5x5cm gore® viabahn® endoprosthesis with heparin bioactive surface(vsx) up and over the bifurcation through a short 6fr x 10cm pinnacle sheath on a v-18 wire. It was observed that on the right side was a right common iliac stent right at the aortic bifurcation. The viabahn stent became stuck on the old right common iliac stent and when the physician attempted to apply more pressure the viabahn stent catheter appeared to either get kinked or stuck on the wire. Attempts were made to remove the device, and were unsuccessful. At some point the stent catheter fractured and the stent portion along with the deployment string separated from the rest of the catheter. At this point the physician gained right cfa access and inserted an 8fr sheath to attempt retrieval. A 10mm ensnare was used to capture the stent. The stent would not track through the 8fr sheath so the doctor pulled the sheath and stent out in tandem. Removal was successful. The physician decided to insert another viabahn (B)(4) through the right cfa and successfully deployed and completed the case. Patient harm: it was noted that a dissection of the right cfa occurred at some point during the retrieval or removal of the 8fr sheath. The doctor consulted with a vascular surgeon who believes the cfa should be fine. Upon follow-up with the patient on (B)(6) 2020, the right cra dissection still existed but did not appear to be flow limiting. It is not believed that further action will be taken, and the patient should heal fine.

Manufacturer narrative:
H6: 213 code, a review of the manufacturing records confirmed the lot met pre-release manufacturing specifications.

Manufacturer narrative:
Updated patient age and gender. H6 - investigation conclusions, updated code to 4311 (adverse event related to procedure) and 61 (unintended use error caused or contributed to event).